Manufacturer narrative:
The initial report incorrectly stated the adapter converter was one of the parts replaced to resolve the odor/smells issue. The adapter converter was not replaced. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter cartridge was returned and tested. It was verified that the unit pumped down normally without any smoke or smell, and the test cycle completed successfully. The return of the oil mist filter could not be confirmed. The catalytic converter was returned and tested. It was verified that the unit pumped down normally without any smoke or smell, and the test cycle completed successfully. The return of the catalytic converter could not be confirmed. The assignable cause of the odor/smells issue is the catalytic converter, oil mist filter cartridge, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The adapter converter, catalytic converter, oil mist filter cartridge, and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "very strong hydrogen peroxide smell" or odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to power down the unit, evacuate the area, discontinue use of the unit until it had been serviced, and follow their facilities policies and procedures. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.